Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Please note that a therapy date is a required field and that field is not applicable to this product. Therefore a date the medwatch was initiated was used.

Manufacturer narrative:
Upon completion of the investigation it was noted that the sterilization records were reviewed and they confirmed that the device conformed to all required specifications prior to distribution. The root cause for the infection reported by the customer could not be determined. During the investigation it was however noted that the device failed programming and pressure test. Biological debris appears to have been the root cause for the programming and pressure control issues. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that the antibacterial programmable shunt became infected. As a result, the device was revised.